Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. After cleaning the helix could be extended/retracted, and helix extension length was within specification. The cause of helix mechanism issue was isolated to the helix being clogged with blood/tissue.

Event description:
It was reported that during a follow up in clinic, dislodgment of the right ventricular (rv) lead was noted. A revision procedure was performed and repositioning of the rv lead was attempted, however, the helix of the rv lead was difficult to retract and extend. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.